Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further review of this complaint it was found that it is a duplicate complaint. The product investigation will be captured under (B)(4). The affiliate confirmed that the device will be returned under (B)(4). Hence,investigation will be performed under (B)(4). Hence this complaint is a duplicate one and hence will be voided.

Manufacturer narrative:
Reporter is company sales representative. UDI: (B)(4)incomplete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate that pre-operatively, after the purevue system was switched on and the camera inserted, the camera head ac - c-mount could not display a visual- merely horizontal, flickering stripes on black background were visible (and configuration instrucion + image counter). After switching the processor (ccs) off and on again, and after cleaning the camera connector with 70% alcoholic wipes and after drying off, the system was working again. There are no patient consequences reported. Case was completed with the same device. There was no surgical delay reported. This is report 1 of 2 for complaint (B)(4).